Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that both the resectoscope and the cable overheated during the procedure, giving off a burnt smell. As the hospital did not have a replacement device available, they borrowed one from another hospital. Consequently, the operation was paused for 45 minutes. The procedure was successfully completed using the replacement device. No negative impact in state of health reported. Since the procedure was prolonged for 45 minutes, the case is deemed as reportable.